Manufacturer narrative:
Correction: h6 (device code, results code and conclusion code). The reported event could be confirmed based on available medical records and healthcare professional assessment. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed. "The tibial component has some radiolucence and some cavities, specifically posteriorly. The pe cannot be assessed directly, but there are no clear indirect signs of breakage or separation from the tibial component. Poly not separated from the tibial component and thus loosened together with it. The talar component also shows clear radiolucence, there are periprosthetic cavities and some cysts, loosening can be confirmed and subsidence can be suspected." Based on investigation, the root cause was attributed to a patient related issue. The failure was caused by presence of cavities and cysts around the components. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
It was reported that the patient presented with pain the right foot. The provider is under the impression that there is midfoot malunion with recurrent planovalgus and status post total ankle arthroplasty with subsidence. Upon x-rays, three views ankle and foot demonstrate no significant progressive subsidence or component loosening. The patient was recommended discussing the radiographic findings operative and non-operative treatment options projected outcomes with each. The patient prefers to pursue non-operative measures.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report. H3 other text : device remains implanted in patient.

Event description:
It was reported that the patient presented with pain the right foot. The provider is under the impression that there is midfoot malunion with recurrent planovalgus and status post total ankle arthroplasty with subsidence. Upon x-rays, three views ankle and foot demonstrate no significant progressive subsidence or component loosening. The patient was recommended discussing the radiographic findings operative and non-operative treatment options projected outcomes with each. The patient prefers to pursue non-operative measures.